Event description:
The customer reported that this handpiece would not stop running. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece and confirmed the reported problem. Further investigation found this handpiece has the potential to operate on its own while in the safe mode. This failure is related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures. A review of conmed linvatec repair records found no prior repair for this handpiece. The instruction manual for this handpiece recommends a service internal of every 12 months for this device.